Manufacturer narrative:
The insulin pump was unable to prime during the prime test, and alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. The insulin pump had a missing end cap sticker.

Event description:
It was reported that the insulin pump gave an alarm during the priming process. Inspected the drive support cap, and it was not damaged. Nothing further was reported.